Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Console logs from the reported day of event are consistent with complaint and show ¿placement signal not reliable¿ (psnr) condition onset before and after pump start, and later multiple ¿invalid sample due to snr below minimum¿ errors. Console was tested in danvers after it arrived for investigation (B)(4), and initially the issue was not reproduced. Upon visualizing analog output of the ccd from optical bench, we observed intermittent distortions of the signal (envelope / fringe) with increasing frequency, the longer the bench was operating. When not distorted, measured ¿5s¿ parameters are within specification. Because of the intermittent nature of this failure mode, console ic6002 passed functional test on 2025-07-10 (after prior event on 2024-04-12 investigated in (B)(4)) with ¿5s¿ parameters within specification. The cause of the automated impella controller (aic) issue was a defective optical bench. Repair: replace optical bench assembly (0042-3015) and perform functional check of the console. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. Please review DHR checklist for indications of: "22-11697-1: battery failure alarm due to disengaged battery switch 22-10874-1: purge disk not detected due to broken flag" this review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
Us complainant reported the patient was on impella cp support and there were placement signal issues. The placement signal was absent with dash marks. The impella support continued, and the placement signal returned. No report of patient harm.